Event description:
A captiflex medium oval flexible polypectomy snare was put into scope and pulled back snare as far as it would go and oval part never reached the end in order to open. Could not open it.